Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd:unknown , UDI#:unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial started on 2024-07-02. It was reported that the lead migrated and patient had a loss of therapy. An external disconnection was also reported. Cause was unknown. The issue was ongoing.

Event description:
Additional information was received from health care professional(hcp). It was reported that the date of surgery was (B)(6) 2024. They said that the lead was not entirely removed. Patient continued on with a successful trial. No action was taken. The issue had been resolved. They mentioned that the device being temporary, had been discarded.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 40553800 implanted: (B)(6) 2024: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.